Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on the (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the end tube was damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2011 and 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail end tube to resolve the issue. Based on the info, no further action is required.